Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor and initially did not receive blood glucose readings on the ilet, with the ilet displaying prompts to connect the cgm or enter a blood glucose value while the dexcom app showed values, indicating intermittent communication failure between the ilet and the cgm and implicating the antenna and electrical/magnetic components. Symptoms included hyperglycemia with a glucose peak of 400 mg/dl, with the user reporting associated thirst. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user or a third party. Investigation of this case revealed an interoperability problem between the cgm and the ilet associated with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.